Event description:
This complaint is now reportable based on the analysis. It was reported that during a coronary drug eluting stenting treatment procedure, the physician could not cross the lesion with a 20 x 2.75mm taxus liberte drug eluting stent. The 90% stenosed target lesion was located in the severely calcified and tortuous proximal-to-mid circumflex (p-to-m-cfx). There were "significant resistance encountered during the insertion." The vascular access site was radial and intravascular ultrasound (ivus) was used. The procedure was completed with 3.0 x 20mm taxus liberte stent. No pt injuries or complications were reported. The pt conditions is listed as "good". However, the analysis of the returned device found stent damage.

Manufacturer narrative:
Examination found that the proximal end of the stent was damaged. It was noted on rows one to two, three struts were raised at 90 degrees to the normal position of the struts. No kinks or damage were noticed along the shaft of the device. The balloon section of the device was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. A recommended sized product mandrel (0.015 inch) was inserted through the lumen with no restrictions noted. No add'l product analysis or external evals were performed. A review of the mfg documentation for both the top assembly batch found that the device met its material, assembly and product specs at the time of release to distribution. This investigation will be assigned the most probable root cause classification of operational context.